Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the unspecified timing, the brush part of the subject device fell into the channel of the gif-q260 and the channel clogged with the brush part. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. The DHR was unable to be reviewed for this device since the serial number was unavailable. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.